Manufacturer narrative:
Exact implant date unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for an unknown endovascular treatment on an unknown date. It was reported that an intervention was completed where endoanchors were implanted in the patient to treat a type ia endoleak. It was reported that a follow up CT on approximately 3 weeks later showed a type ia endoleak. No additional clinical sequalae were reported and the patient will be monitored.